Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the technician inadvertently kinked the pod pc pusher wire during advancement into the lantern. It was reported that the pod pc was approximately one third of the way into the lantern when the pusher wire became kinked. Therefore, the lantern was removed, and the pod pc was retrieved from the lantern. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.